Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Returned package contains an unused file and two files in loose. The files in loose have been analyzed. The first one is bent in the active part, the second one has no damage (not broken). No material defect was found during analysis of the damaged area. Unused product has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review. Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event, it was reported that a hedstrom file separated during use. The broken piece could not be retrieved.